Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnionosis, trummion wear, and liner damage due to dissociation were noted.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the trunnion of the stem is significantly worn. Damage is consistent with loss of taper lock. The metal head device appears recently explanted with an unidentified black material on the outer surface. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: this inquiry reports the failure of a total hip replacement implantation for trunnion wear and disassociation. I can confirm that trunnion wear and disassociation took place since I was able to view xrays showing the issue. I cannot confirm revision since I have no documentation such as an operation report or post revision xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnion wear and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by medical review and visual inspection of the device photographs provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, the primary and revision operative reports, and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnionosis, trunnion wear and liner damage due to dissociation were noted.